Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2021-01261. Reference MFR. Report#: 1627487-2021-02198. It was reported the patient stopped recharging their ipg over an extended period of time due to receiving ineffective therapy. In turn, the patient's ipg became inoperable. As a result, the patient underwent surgical intervention. During the procedure, the patient's ipg was explanted and replaced (with a different model) and their leads were explanted and replaced (with a single lead/different model). Surgical intervention addressed the patient's issue.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2021-01261, reference MFR. Report#: 1627487-2021-02198.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.